Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found record of the reported call service alarm. The pump powered on with the appropriate audible and vibratory features. All the buttons responded properly. The rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The reported call service alarm issue was verified in the black box but not duplicated in the investigation. Unrelated to the call service alarm issue, it was observed that the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, multiple call service 054 alarms occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.